Event description:
It was reported "pump has trouble charging. Patient will have to make sure cord is in specific way for pump to be able to charge. There have been times where battery stops charging". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.